Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the loss of pigtail access and a debate among the two surgeon's on where to deploy the valve as well as the patient's blood pressure dropping leading to immediate deployment of the valve could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our united kingdom affiliates, during valve deployment of a 26mm sapien 3 ultra resilia valve in the aortic position by left transfemoral approach, before the balloon was fully inflated, there was a loss of pacemaker capture and the valve embolized into the aorta. The guidewire position was maintained, and it was attempted to pull the embolized valve back across the aortic arch with the balloon still full inflated. The valve was unable to be pulled back further than mid-way in the aortic arch. The patient was intubated at this point, and a 6fr snare was used to assist with the valve retrieval but it was not possible to retrieve it further back. The snare was used to maintain the embolized valve and after an echo which ruled out any aortic dissection, the decision was to implant a second valve using the right transfemoral artery. The anesthetic team reported difficulties maintaining pressure at the point, with an aortic systolic pressure reading about 40-50mmhg. The second valve was deployed with +2ml but it was implanted lower than recommended. The patient's blood pressure improved following deployment and after a tee, the decision was made to not implant a third valve. A second 7fr snare was used to assist in the stabilization of the embolized valve, and the valve was positioned as per operator preference. The procedure was completed and the patient was noted as to be stable and a CT demonstrated no subclavian occlusion. As per medical opinion, the root cause of the malposition of the second valve was the operators lost their pigtail access for aortagrams as secondary arterial access had snare grasping first valve, there was debate amongst two consultant operators as to where to deploy- and the patient's blood pressure was dropping so they imminently deployed valve to improve this (high stress situation), causing the malposition.